Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple episodes of noise reversion due to noise on the right atrial lead were observed. . All other electrical measurements were stable. The device was reprogrammed. The patient's condition was fine.